Manufacturer narrative:
(B)(4). Bornes, t. D., puri, s., neitzke, c. C., chandi, s. K., gausden, e. B., sculco, p. K., chalmers, b. P. (2024) high rates of early septic failure, but low rates of aseptic loosening after revision total knee arthroplasty with contemporary rotating hinge prostheses. The journal of arthroplasty 40(2)460-466 https://doi.org/10.1016/j.arth.2024.08.013. B3 - event date - date of publication d2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. D10: additional associated products ------------------------------------------------ unk nexgen rhk tibial lot# unk. Unk nexgen rhk bearing lot# unk suggested code (annex g)- mechanical (g04) - femur the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a journal article that nine patients required reoperation for unknown reasons within the group that received zimmer biomet product. Due diligence is complete for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.